Manufacturer narrative:
Customer declined to provide further contact information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per the physician at the customer site, he does not believe that the optia machine caused or contributed to the hemolysis. The run data file (rdf) was analyzed for this event. Signals in the rdf support the reports of hemolysis for this procedure. The rdfs do not point to a conclusive root cause for alarms that signaled possible hemolysis and subsequent hemolysis, however, it is believed that the optia device was operating as intended by alarming and the likelihood of exchange set defect contributing is unlikely. Given the timing of the first ¿cells were detected in plasma line from centrifuge¿ alarms during the procedure, it is also not believed that the hemolysis is related to the patient¿s condition. Based on this information, the possibility of the filter used during the procedure cannot be ruled out as a source of the cause of hemolysis at this time. This procedure was configured to prime the filter with only 100ml of saline using the optia device and the prime divert volume was set to 100ml. Additional priming of the filter was not done using the optia device based on rdf review. Root cause: the rdf analysis and customer's response indicates that the patient physiology, spectra optia device, and spectra optia exchange set are not the cause for the hemolysis observed. The rdf indicated that the secondary processing device (column) flush was only 100ml. However, it is uncertain if the physician flushed the column adequately offline from the spectra optia. The physician was contacted but declined to provide additional details about the procedure or how the column was flushed. Possible causes for the hemolysis include but are not limited to failure to flush the secondary processing device adequately according to the manufacturer's instructions, priming with sterile water rather than saline, and/or installing the secondary processing device incorrectly on the spectra optia (ex: incorrectly installing on the inlet or return line).

Event description:
The customer reported that a post transplant liver patient underwent a secondary processing device (spd) exchange procedure. Approximately 14 minutes into the procedure, they received a red blood cell detector alarm and observed hemolysis. The operator ended the procedure at this time. The customer declined to provide patient identifier and age. Patient's gender and weight were obtained from the run data file (rdf). The spectra optia exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. The initial reporter declined to provide a contact telephone number.